Event description:
Customer reportedly received results of 213 mg/dl and 113 mg/dl within 10 minutes on the advantage system. No high or low blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. The customer did not indicate when the discrepant results were noticed. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549625, expiration date 5/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.